Event description:
It was reported that a broken or detached wire occurred. The sensor was inserted into the back of the upper arm on (b)(6)-2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(b)(4)This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.